Event description:
It was reported that during a procedure, charring was noticed on the catheter tip. No additional information was available after follow - up with the customer. As it is unknown the size of the char and no additional information was provided by the customer, it was decided to report this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure, charring was noticed on the catheter tip. Upon receipt, the catheter was visually inspected and it was found that the tip had char. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also an irrigation test was performed and the catheter passed, no occlusion was observed. The customer complaint about char was observed, however since the catheter passed specifications the root cause of the char remains unknown.the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.